Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A doctor reported that a titanium adapater separated from the patient connector of the transfer set during patient use. The transfer set had been in use for one day. The patient had been performing peritoneal dialysis for fourteen months using manual supplies. There was no visible damage to the catheter adapter. An outlet port clamp was not used to make the connection. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The initial investigation confirmed the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.